Manufacturer narrative:
Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on but would not speak. The customer did not report this occurring during patient use.